Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a gap was generated between the lens and the ultrasonic probe by handling. However, a specific cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd autoclavable camera head was producing a poor image. The issue was found during inspection for use prior to an unknown procedure that was completed using a similar device. Inspection and testing of the returned device found the camera head had a board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image would blackout completely due to the board failure, there was water damage on the connecting cable, the cable was scratched and twisted, the connector had a dent, the scope mount was loose, and the camera head had visual defects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.